Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification during downstream occlusion testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed pounds per square inch (psi). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/25/2021.